Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2014 with the following findings: on examination, the battery compartment was cracked on the side at the threads and from the case seal to the grip. On testing, the pump was completely unresponsive on attempt to power on. A leak test was performed revealing moisture leakage at the battery compartment cracks. The pump was opened for investigation and revealed moisture corrosion inside the pump affecting the display screen, moisture corrosion on the continuous glucose monitoring module, the power circuit and the printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the pump had an intermittent power issue with moisture behind the display lens. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issues remained unresolved with troubleshooting.